Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system sn (B)(6) displayed a tcmid:05 (coolant diff failure) error upon power-up was confirmed during the event log review but not confirmed during the functional testing. No device malfunction was observed during the testing, and the thermogard system functioned as intended. Unrelated to the reported complaint, a loose ac input module caused by a broken retainer tab was noted upon visual inspection. The observed damage is likely attributed to user handling or normal wear and tear. The thermogard system was manufactured in 2017 and is seven years old. The power module was replaced to address the observed damage. The event log review indicated a tcmid:05 error around the reported event date, confirming the reported complaint. The thermogard system passed the functional testing without errors. The reported complaint was not replicated throughout the testing at zoll, and no malfunctions were noted. Reseated shovel connectors on lm 34 probe to pic 16 pcb as a precautionary measure. The thermogard system was tested for an hour and functioned as intended. Following service, the thermogard xp ivtm system passed the final functional and electrical safety tests without issues.

Event description:
The customer reported that the thermogard xp ivtm system sn (B)(6) displayed a tcmid:05 (coolant diff failure) error upon power-up. Another thermogard system was used to initiate and complete the ivtm therapy. No consequences or impacts on the patient.